Manufacturer narrative:
Serial number of device was requested but not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 3 days (B)(6) 2023 ¿ (B)(6) 2023 per timestamp). On (B)(6) 2023 from 12:14:53 ¿ 12:14:55 and 12:15:01 ¿ 12:15:05, power cable disconnect and low power hazard alarms activated due to a loss of ac power while connected to the mpu. The no external power alarm activated at 12:15:05. The alarms from 12:14:53 ¿ 12:14:55 resolved within approximately 2 seconds of activation, so the no external power alarm was not active. The backup battery was able to provide power to the system during the events. No other notable alarms were active in the log file. The heartmate mobile power unit (s/n: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 patient handbook, rev. C, section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), rev. D, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use, rev. C, section 3 entitled ¿powering the system¿ and heartmate 3 patient handbook, rev. D, section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records could not be reviewed due to the serial number of the mobile power unit being unknown. The manufacturer is closing the file on this event.

Event description:
Related MFR# 2916596-2023-01324; 2916596-2023-01326. It was reported that the patient experienced a pump stop on (B)(6) 023 at 22:42 lasting 17 seconds. These appeared to be the result of a driveline disconnect. The log file captured 2 series of no external power event on (B)(4) 2023 that were caused by the power to the mobile power unit (mpu) being briefly interrupted.